Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was unable to communicate with or charge the ins and that they had not used it in 5 months due to an unrelated surgery. The patient was seeing a 'reposition antenna screen' on the ins recharger and a poor communication screen on the patient programmer. The patient had pain in their legs and wanted to use the device again. The patient was redirected to their hcp to address the possible od. No further complications were reported. Additional information was received from the patient via manufacturer's representative. It was reported that the patient had an overdischarged battery. It was reported that he stopped using and recharging his system around (B)(6) of this year after a laparoscopic roux-en-y procedure. Patient reported weight loss of approximately 30%. Patient's significant back pain, previously well managed with his spinal cord stimulation, recurred. Patient reported the inability to normally charge his scs. Patient reported that recharging has always been a challenge for him, never being able to achieve 8 black boxes. The manufacturer's representative (rep) palpated the ipg and placed the recharger (insr) over it and achieved only 2 boxes. Patient stated recharging previously took him >8 hours to complete. Patient verbalized his desire to electively proceed with ipg replacement over attempting to recover his overdischarged ipg. Patient did not charge his ipg for several months due to discomfort following his laparoscopic roux-en-y. Ins did not respond to recharge attempt by patient¿s insr. Ins did not recharge to telemetry from 8840. No further complications were reported/anticipated.